Event description:
On (B)(4), 2012 it was discovered that the vns patient had their vns explanted on (B)(6), 2012. The explanted product could not be returned to the manufacturer for product analysis as the hospital does not return explants.

Event description:
On (B)(6), 2011 a vns implanting surgeon reported that the vns patient was having her device explanted due to discomfort at the generator site. It was also reported that the patient's generator had been disabled for years, likely due the patient's high impedance (reported on manufacturer report # 1644487-2010-02177). Additional information has been requested from the surgeon's office but no further information has been received to date. Although surgery is likely, it has not yet occurred.